Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an intubation procedure, the video laryngoscope powered off unexpectedly despite displaying more than 200 minutes of battery life remaining. When powered on again, it remained stuck on the loading screen and the video function did not activate. As a direct consequence of the device failure, multiple airway instrumentation attempts were required, which likely contributed to increased postoperative discomfort, including a significant sore throat. The equipment malfunction also resulted in procedural delays and prolonged anesthesia time. Troubleshooting steps included replacing the battery with a new one, but the issue persisted. Approximately 30 minutes later, assistance arrived and a battery from a confirmed working video laryngoscope unit was inserted into the faulty device, but the issue continued. Oxygenation was temporarily maintained using an lma.